Manufacturer narrative:
Additional manufacturing narrative: other text: the returned device was evaluated. During evaluation the device passed visual inspection. The unit didn't power on and off using battery power. Internal inspection found the battery has 0v and has failed. After replacing it with a known good battery, the unit was able to charge and operate on battery power. During simulation testing, the device passed manual and preset conditions and provided accurate measurements. The unit was found to visually and audibly alarm during alarm conditions. After the replacement of the battery, the device was determined to be functioning as designed. A service history record review of the device reveals that this unit was in the field for over nine (9) years with no previous reported issues related to this reported event. Initial reporter zip code exceeded the maximum allowable characters, zip code is as follows: (B)(6), corrected data: corrected information: b5 describe event or problem, d4 serial#, h4 device manufacture date.

Event description:
The customer reported an issue about the accuracy of the unit and the unit keeps losing monitoring. No patient impact or consequences were reported.

Manufacturer narrative:
The product has been returned to the local facility but has not yet been received at the main office for evaluation. Once returned and investigated, a follow-up report will be submitted. (B)(6).

Event description:
The customer reported an issue with the accuracy and losing monitoring on three rad-8 devices. No patient impact or consequences were reported.